Event description:
It was reported that the patient was admitted to the emergency room due to acute hemorrhage causing cardiac arrest. The lead was removed due to migration. The physician alleges that the lead migration along with the patient's medications were responsible for the event.